Event description:
It was reported that the radio frequency programmer head was unable to interrogate some implanted device models. A replacement head on the same programmer was able to successfully interrogate the devices. The head was returned for service. No patient complications were reported as a result of this event.

Event description:
It was reported that the radio frequency programmer head was unable to interrogate some implanted device models. A replacement head on the same programmer was able to successfully interrogate the devices. The head was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Will not interrogate. Rf (radio frequency) head uplink amplitude test is out of specification; rf head cable found out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.